Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an open gastrectomy procedure, the first reload "can`t be u-sharp" when used on the stomach during surgery. They used the next green reload; it was "sharped." There were no adverse consequences for the patient.